Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently stopped charging using the usb cable and wall adapter. The customer's blood glucose (bg) level was 149 mg/dl. A replacement usb cable and wall adapter were sent to the customer. Upon follow up, the customer reported that the replacement usb cable and wall adapter successfully charged the pump with no further issues.